Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a cracked touchscreen displayed lines and was not functional, and the device was communicated to no longer be watertight and required replacement. Symptoms included none related to glycemic control, and blood glucose levels were not affected. Outcomes included replacement of the device and instructions to shut down the pump, back up therapy as needed, and continue cgm use via dexcom app or receiver. Investigation included collection of user reports and review of provided photographs, with verification of device details and shipping information. Investigation of this device revealed damage to the touchscreen display component consistent with physical breakage, rendering the user interface inoperable and the housing no longer watertight. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the touchscreen/display assembly due to external force or impact.